Event description:
A nurse was evaluating a patient and noticed blood around the PICC insertion area. The nurse noted the PICC line was broken from the top portion of the line, just past the blue securing device. The nurse removed the PICC line remnant, measuring the same as when it was placed.